Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an ¿unable to proceed¿ message during a supply change and could not rewind the ilet despite restarts and a factory reset, with an alert to ¿restart ilet ¿ 38¿ indicating a motor stall; the device was replaced and the user transitioned to backup therapy. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and continued therapy via backup methods. Investigation included technical troubleshooting by phone, review of device notifications, instructing shutdown, and monitoring of return logistics. Investigation of this device revealed a consecutive motor stall consistent with an insulin delivery motor malfunction, without evidence of occlusion or lodged supplies, and no transferable device data to the replacement unit. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction related to the motor assembly.